Event description:
As reported by the end user facility: leaking at the threads. This has occurred in an MRI clinic and caused nuclear med spill. Additional informaton received from the end user facility indicated there was no pt injury or exposure to injury related to this incident. The actual sample has been discarded and is not available for evaluation.

Manufacturer narrative:
The actual device in the incident was not return for evaluation. Without the actual sample a complete investigation could not be performed. However, twenty five unused samples from the reported lot were physically tested and 4/25 samples leaked due to a hole in the luer taper of the catheter plug. These parts are manufactured and purchased from smiths medical/medex inc. All available information has been forwarded to smiths medical/medex inc. For evaluation.